Event description:
It was reported that the patient's communicator displayed a red call doctor icon, and review of remote monitoring data revealed that this right ventricular (rv) defibrillation lead exhibited high out-of-range pace impedance measurements greater than 2,000 ohms. This rv lead remains in service. No adverse patient effects were reported. Additional information received reported that this rv lead exhibited variable impedance measurements that from 990 ohms to out-of-range pace impedance measurements greater than 2,000 ohms, as high as 2,434 ohms. This behavior appeared consistent with the lead-header spring contact interaction. Technical services (ts) discussed troubleshooting options, and recommended further lead evaluation in-clinic. This rv lead remains in service. No adverse patient effects were reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted. This product was manufactured prior to implementation of the UDI regulation and as a result, the complete UDI is not available. Applicable us product data has been included in this report.

Event description:
It was reported that the patient's communicator displayed a red call doctor icon, and review of remote monitoring data revealed that this right ventricular (rv) defibrillation lead exhibited high out-of-range pace impedance measurements greater than 2,000 ohms. This rv lead remains in service. No adverse patient effects were reported.

Manufacturer narrative:
This product was manufactured prior to implementation of the UDI regulation and as a result, the complete UDI is not available. Applicable us product data has been included in this report.